Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were no deviations or nonconformance's during the manufacturing process. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The cycler weighted fill volume values and load cell verification were within tolerance. There were no discrepancies encountered in the internal inspection of the device. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. During dwell four of the patient¿s treatment, the patient awoke to feeling abdominal discomfort and proceeded to drain 5104 ml of fluid. This value is 196% the patient¿s fill volume of 2600 ml. Upon reporting the iipv event to a technical support representative, the patient was advised to discontinue use of the cycler. The patient reverted to manual supplies to complete their treatment. Follow up with the patient¿s nurse verified that the patient did not develop any injuries or require medical intervention as a result of the issue. The symptoms were alleviated following the drain that was performed. The patient received a replacement cycler and has continued with peritoneal dialysis therapy without complication. Additional information was requested but is unavailable.